Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer was using hydrocortisone in the cartridge at the time of the event. Tandem technical support education customer regarding cartridge labeling guidelines. Reportedly, multiple infusion set changes and a cartridge change were performed to address the issues and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.